Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that high impedances were observed on both leads.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021. The implanted leads were explanted and replaced. Effective therapy was established post-operative.

Event description:
Related manufacturing number: 3006705815-2021-00205. It was reported that the patient¿s system began auto reducing on both leads. As a result, the patient may undergo surgical intervention on a later date.